Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the lot information are in progress. Because the full product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear experienced a leak. After going transeptal with the faradrive connect, a mapping catheter was inserted to the left atrium to pre-map prior to pfa. While pre-mapping, notable bleeding was noted at the sheath valve. The physician was concerned for potential for air ingress. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink on the shaft near the distal tip of the sheath. This kink would not have likely contributed to the reported event and was not mentioned at the time of the event; thus, it is likely this occurred during transport or storage of the device. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. The reported event was confirmed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear experienced a leak. After going transeptal with the faradrive connect, a mapping catheter was inserted to the left atrium to pre-map prior to pfa. While pre-mapping, notable bleeding was noted at the sheath valve. The physician was concerned for potential for air ingress. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was returned for analysis.